Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unk. The current IFU (information for use) for this device states the following: potential complications: complications may occur at any time during or after the procdure. Potential complications include, but are not limited to: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit for a patient who is at risk of pulmonary embolism without intervention.

Event description:
It was reported the device was placed prophylactically, because the patient was having spinal surgery. Later that night, the patient went to the ER due to severe abdominal/back/torso pain. The patient was given pain medicine and began vomiting. The patient was brought to the ir lab two days later, in an attempt to retrieve the filter. The filter had caudally migrated 3cm (over 1 vertebral body), and one of the legs was sticking into the lumbar vein. The filter was tilted and removal was unsuccessful. The next day, the patient was brought back to the lab and the doctor was able to remove the filter with a tip deflecting wire and the recovery cone.